Event description:
It is reported that the device was implanted in 2005. Post-op, the patient was walking on a golf course when she heard a click and then the hip gave way. The device was revised in 2006.

Manufacturer narrative:
X-rays are not available to review joint configuration/shell orientation, which may have provided insight into the situation. Details on patient activity level are not known. The constraint ring may have worn due to the head/neck impingement. The liner has a groove/scar on the flange. This may be due to linear instability in the shell. Zimmer recommends assembly of lock ring and linear in certain fashion for rotational stability. Exact cause for current situation is unknown. The liner has one section of the lateral retention tabs fractured off and heavy deformation to all lateral surfaces of the device. The fractured piece was returned. The device appears to show wear from contact with the femoral head at the location of the fracture. The constraining ring exhibits heavy deformation damage to the ID of the device. Device history records indicate device manufactured to specification.